Event description:
(B)(6) trial: it was reported that the patient experienced complete heart block. The patient was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. Prior to the index procedure, heparin or other anticoagulants were given. The patient did not receive any loading doses of antiplatelet medications. A lotus introducer was placed, then the aortic valve was treated with a balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, electrocardiogram revealed complete heart block, requiring temporary pacing. No conduction disturbance was observed after the balloon valvuloplasty. At the time of reporting, the event was considered as resolving. The next day, the patient was discharged on aspirin.